Manufacturer narrative:
Product event summary: the data files were returned and analyzed for 2af283 with lot 24103. On patient file was received and recorded on the reported date of the event. The patient file showed 17 applications were performed. The patient file showed system notice (B)(4) (the safety system has detected a compromised outer vacuum) at application number one. The power up test file and failure file were not received. In conclusion, the reported issues (balloon rupture and visible blood) could not be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure using the catheter 2af283 arctic front adv ous 28mm, the balloon vacuum layer ruptured and blood was observed returning to the airway. The balloon was unable to inflate. A system notice indicated that the safety system detected blood in the catheter handle, leading to the injection being stopped and the vacuum disabled. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result ofthis event.

Manufacturer narrative:
Continuation of d10: product ID: 203cx product type: coaxial umbilical cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.